Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Lead fracture is being suspected; however, it has not been confirmed. Additionally, low amplitude was observed. A screening was performed, and it was determined that the patient no longer qualifies for s-ICD therapy and a transvenous device would be more appropriate. A system replacement is being scheduled for the near future. At this time, this system remains in service. No adverse patient effects were reported. Additional information was received detailing that this system was explanted and returned to boston scientific for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing. Lead fracture is being suspected; however, it has not been confirmed. Additionally, low amplitude was observed. A screening was performed, and it was determined that the patient no longer qualifies for s-ICD therapy and a transvenous device would be more appropriate. A system replacement is being scheduled for the near future. At this time, this system remains in service. No adverse patient effects were reported.